Event description:
The customer reported an issue with the pump battery depleting too quickly, leading to a pump shutdown. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was educated on managing the insulin settings after a shutdown and was able to resume insulin delivery. A technical support agent assisted the customer in uninstalling and reinstalling the tandem mobi mobile app in an effort to resolve the issue and informed them that a software update addressing the problem is being developed. The customer was advised to follow up if the issue continues.